Event description:
The customer reported that the 9600 sys intermittently shut down prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The surge suppressor, power supply, and the power control board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.